Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was fell into the water and no longer working. The customer¿s blood glucose was unknown. The customer was reported that the insulin pump was exposed to moisture. It also stated that the insulin pump was not dropped and crack was present in insulin pump. It was also reported that fluid was present under the lcd display. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.